Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high capture threshold and intermittent capture on the right ventricular (rv) lead. Diagnostic imaging was performed on (B)(6) 2022 and rv lead perforation was noted. The physician elected to explant and replace the rv lead. The patient condition was stable.

Manufacturer narrative:
The reported events were high capture threshold, intermittent capture, and lead perforation. As received, a complete lead was returned in one piece with the helix found partially bent and clogged with dried blood tissue. X-ray inspection found overtorque of the inner coil inside the connector region consistent with procedural damage. After cleaning, the helix was able to be extended and retracted by applying torque directly to the connector pin. Unable to accurately measure the helix extension length due to the damage condition of the helix as received. Regarding the reported event of cardiac perforation. A tip stiffness test was performed, and the results were within specification. The reported events of high capture threshold and intermittent capture were not confirmed. Electrical testing did not find any indication of conductor fracture or internal shorts.